Event description:
It was reported that a customer was having issues with the preloaded monofocal intraocular lens (iol) opening, in particular not folding correctly during procedure when the lens was implanted in the patient's operative eye. The patient status is unknown. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: unknown, as information was requested but not provided. Section e1 - (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review of the new information received it was determined that the reported incident does not constitute a malfunction that could cause a debilitating condition as there was no patient contact with the device. Account indicated that the lens was stuck, causing it to not fold out. A back-up lens was used to complete the procedure. Therefore, this event is no longer considered reportable and no further information will be provided under MFR report number 3012236936-2023-03169. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.